Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where user experienced hyperglycemia symptoms due to inaccuracies in sensor readings and system did not alert the user.

Manufacturer narrative:
The customer's complaint of event on (B)(6) 2022 couldn't be confirmed, as the reported mismatches could not be verified, and a review of the glucose data showed the system was displaying good agreement between the sensor readings and calibration entries during a 2-week time range before the reported date. In the associated s4 case (B)(4) for this event, the user indicated that he sometimes enters readings from the cgm as calibration. Inputting estimated bg values into the cgm can cause inaccuracies and customer care advised the user to only enter true finger stick bg values. The investigation did not reveal any discrepancy in the overall performance of the sensor. Per case notes, the user was able to self treat by eating soup. The user was advised to contact hcp for any medical assistance. In addition, the user was recommended to enter true finger stick blood glucose (bg) values for calibration for the cgm system to perform accurately (sf case # (B)(4)). No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.